Manufacturer narrative:
Examination was not possible, as the devices will not be returned. A review of the device history records and quality records associated with this manufactured lots confirmed that no additional complaints have been filed and that no abnormalities were reported with this products during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure using osteoraptor 2.9 w. 2 ub white / black the anchor pulled out when tying suture. It is unknown if there was a procedural delay reported. The procedure was completed using a competitor's back-up device. The same drilled hole was used for the competitor's back-up device. This incident did not result in any patient injury or complications.